Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that the patient reported the removal of their ins. The patient stated they used to experience a very sharp pain in their legs one day. The patient mentioned it took some time for the excruciating pain in the middle of their nerve to go away. The patient also stated they were currently taking myrbetriq for incontinence. The patient confirmed that they were feeling okay now but still asked what they could expect after the ins was removed. The agent reviewed the therapy indications with the patient. The patient was redirected to their healthcare provider to further address the issue. The patient mentioned that one of their dogs might have bumped into them, but they could not pinpoint exactly what happened. The patient stated that they later woke up one morning experiencing excruciating pain and were taken to the ER, where the device was removed.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.